Event description:
The customer reported that the plastic covering at the distal tip of the device came off and fell into patient&#39;s cavity. It was retrieved from the cavity.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The original report stated the insulation was retrieved from the patient cavity. However, according to a med-watch received from the site that was inaccurate. According to the med-watch report on (B)(6) 2014 the patient had tlh procedure where the surgeon used the lf5544. On (B)(6) 2014 the patient had to return to surgery for acute abdomen (dysfunctional uterine bleed). During this 2nd surgery the surgeon found a small piece of silicone insulation in superficial layer of incision thought to be from lf5544. The return to surgery was not caused by the retained item per physician statement.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. There was no lot number/serial number available and no sample was returned to evaluate. Without the sample and without a valid lot/serial number, an investigation could not be performed.